Manufacturer narrative:
Product wasn't returned to manufacturer. No examination was performed yet. The review of the device history records and traceability didn't reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional request were asked but informations not received yet. There is no evidence to indicate a device issue. Waiting to received products for product evaluation. Investigation still in progress.

Event description:
Mobi-c p&f us: disassembly during the insertion. As reported : the mobi c was put on the inserter by the surgeon and sales representative observed that it was put on correctly. The surgeon started to insert the implant when the inferior endplate disengaged the mobi c cartridge. The implant was only about 5mm into the disc space when he noticed that the endplate came off the holder. Another implant was opened with no delay." Update received on august 13th : the disc space was distracted when the trial implant was removed so no added distraction was need for the implant. When the surgeon was starting to insert the implant he tapped it lightly to start it into the disc space when the implant disassembled. There was no manipulation when putting this in since he was just starting to insert the implant. Another implant was opened and the implant went in with no adjustments to the distractor. Update received on august 21st 2018. Reporter watched the surgeon put the implant on the inserter and it was done per the surgical technique. He stopped when he got resistance and the stop was set at zero. When he started to insert the implant it was parallel to the disc space. The superior end plate was still retained in the peek holder and is very firm in the holder. Just the inferior end plate disassembled. Surgery was completed with another device of the same size. Issue had no impact on patient; no impact on surgery or delay was reported.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product received at ldr medical : visual & functional examination shows no particular issue. The implant and the peek cartidges are conform. All components are not damaged in particular the interfaces peek/prosthesis. The disassembly wasn't due to a fabrication non-conformity. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the cause of the event is unknown with the hypothesis of a user error. In fact, there are no marks on the implant and on the peek cartidges which can be a means to show a fabrication non-conformity. The hypothesis is a user error because it's possible that the surgeon want to replaced the implant during the insertion and the implant came apart. But, with the lonely information available, this hypothesis cannot be confirmed. The investigation found no evidence to indicate device issue. The root cause is unknown with hypothesis of user error.

Manufacturer narrative:
Corrections: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1 additional information: a5, d4 (UDI number), d10, g5: PMA/510(k), h6 (patient codes, device codes, results, and conclusion codes) the returned implant was confirmed to have disassembled. Retention feature failures of this nature have previously been attributed to clinicians overturning the impaction knob, loosening the implant from the peek cartridge. These failures have also been attributed to increased forces experienced by the implant from surrounding tissues due to clinicians performing lateral/rotational movement while inserting into the disk space, incorrect sizing of the implant, inadequate distraction, and/or inadequate preparation of the of the disc space. However, with the given information and without intra-op images, the exact cause cannot be conclusively determined.

Event description:
It was reported that during surgery, upon introduction into the disc space, the implant dislodged from the inserter prematurely and disassembled. Another implant was successfully implanted in its place. There was no reported patient harm or additional impact to surgery.